Event description:
As reported by the etv clinical study, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Upon review of the 3 year tte, aortic regurgitation increased to 1+. The patient was not admitted to hospital for this event and no action was taken. Additionally, it was reported that the aortic valve mean gradient increased to 22mmhg from prior tte's. As per medical records review, the most recent tte shows aortic bioprosthetic valve with 1+ regurgitation, av mean gradient 18mmhg, and ava vti 1.46cm2. The regurgitation was referred to as slightly more central aortic insufficiency in the 2021 echo. The patient denies any cardiac symptoms. As reported by a field clinical specialist, approximately 4 years and 7 months post tavr, the patient now presents with thickened leaflets and severe stenosis by mean gradient of 48mmhg per echo report. However, per the field clinical specialist, the consult note states for the aortic valve stenosis that the patient is mostly asymptomatic and will continue to be monitored with a repeat echocardiogram in 6 months and a follow up appointment with physician in 3 months. According to the medical record review, a tte performed 4 years and 6 months post implant, noted bioprosthetic leaflets are not well seen but appears thickened and there is severe stenosis, peak gradient of 77.79mmhg and mean gradient of 48mmhg and 2+ regurgitation of the aortic valve. A CT scan noted no associated hypoattenuated thickening. The bioprosthetic aortic valve leaflets are calcified. Visually mild leaflet restriction. Valve during systole measuring 1.1 cm^2, the direct planimetry. The patient was seen in consultation approximately 4 years and 7 months post implant. The patient reported that they were not able to walk as far or as quickly and has to catch their breath more often. Per the consultation, the patient is mostly asymptomatic , the plan is to continue to monitor with repeat echo in 6 months and a follow up appointment in 3 months. Per additional information received, the patient eventually underwent a re-do tavr approximately 4 years and 9 months post tavr procedure for recurrence of severe aortic stenosis with mild/moderate aortic insufficiency. According to the medical record review, the patient underwent a valve in valve using a 26mm non-edwards valve via the left femoral artery. The peak gradient prior to the intervention was 85mmhg. The indication for the procedure was severe aortic stenosis.

Manufacturer narrative:
D4: (B)(4). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical record. The available information suggests that patient factors, including dyslipidemia, likely contributed to the event, as noted in the provided medical record. These factors may include patient age, underlying disease state, patient comorbidities (e.g., renal failure, including hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus), and concomitant pharmacological interventions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.